Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an error e433 involving an olympus electrosurgical generator esg-400. The issue occurred during setup/inspection for use (during setup in room/before patient in room). There was no patient injury reported.